Event description:
A surgeon reports that one of the two haptics unfolded inappropriately resulting in slight nasal superior decentration of the intraocular lens. The pt has no reported symptoms and has had a good outcome followiing surgery. The lens remains implanted and no intervention is planned.